Event description:
A malfunction was reported with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue persisted, leading to the decision to replace it. The customer reverted to an alternate method of insulin therapy.